Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device being used in? Take down colostomy. Where within the gap setting scale was the orange indicator prior to firing? The position of orange indicator was between 1.5-2.0 mm in gap setting scale prior to firing what confirmation was received that the device was fully fired? The firing trigger handle was fully compressed but they did not hear click sound. Were there any staples missing from the staple line? No did the device cut? No, it did not cut. Was the cut line fully circumferential around the target tissue? No, the surgeon said he could not open the anvil head from housing. He could not check the cut line and staple line. If the device fully cut, were all tissue layers present in both donuts when inspected? No, he could not open the anvil head from housing as it was fixed within the colon. What was the appearance of the donuts? He could not check the donuts because he could not open the anvil head. How was the procedure completed? He changed to use a competitor¿s device to replace the device and the procedure was completed. What is the current patient status? The patient is safe now.

Event description:
It was reported that during an end to end anastomosis procedure, the staples were not completed formation. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.